Manufacturer narrative:
The scs system was explanted and returned for analysis. Visual inspection did not find any abnormalities; the electronic control test indicated that the returned ipg functioned as expected and it had passed the manufacturing test specifications. We did not find any malfunctions with other returned devices. The investigation concluded that the scs system was functioning to specifications. The infection is attributed to the procedure.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing and sterilization records for all implanted devices relating to this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the lead and ipg sites. The patient was hospitalized and was given IV antibiotics. The device was explanted. The patient was discharged and is recovering at home. The patient will continued to be monitored and will be eligible for a new ipg implant in 3 months.